Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the screen shows lines across the right side of the display. The lines remain static during vertical and horizontal use. The lcd was replaced and the unit functioned as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the display has pixellated about 1/4 inch along the right side of the screen. The unit was able to engage in monitoring activities. No consequences or impact to patient.